Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to t-wave oversensing (twos). It was noted the t-waves during the episode were greater than the r waves which are <(><<)> 5 mv. The lead remains in use. No further patient complications have been reported as a result of this event.